Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 19.7 mmol/l (~355 mg/dl) after approximately 25-36 hours of pod wear on the leg. It was further noted that blood glucose levels did not decrease despite administering correction and pre-meal bolus doses. A new pod was applied and the patient successfully resumed therapy. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be pinched and torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.